Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had the stopper pops out of the tube. This event occurred 60 times. The following information was provided by the initial reporter: the customer stated the "cap of the tube lid of the 4 ml serum tube comes off".